Event description:
It was initially reported that the vns pt was referred for generator revision due to end of service. It was later noted that during the revision surgery, high lead impedance was observed during diagnostic test performed, so the pt's leads were replaced due to the observed high lead impedance. The explanted lead and pulse generator were returned to the manufacturer for analysis, which has yet to be completed on the generator. Note that the electrodes were not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device malfunction is suspected in the portion not returned, but did not cause or contribute to a death or serious injury.